Event description:
It was reported that the patient experienced hyperglycemia with blood glucose over 400 mg/dl after removing the infusion set and taking a manual subcutaneous insulin dose by pen, and subsequently attempted a meal announcement on the ilet to lower glucose, which the agent advised against due to the risk of insulin stacking. Symptoms included hyperglycemia. Outcomes included the need for user education on appropriate use of meal announcements and correction practices. Investigation included case review, troubleshooting, and user education regarding insulin stacking and correct use of the system for corrections. Investigation of this case revealed user practice concerns related to using meal announcements as a correction method after independent insulin dosing, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique.